Event description:
A customer reported that during the priming and tuning cycle the phacoemulsification machine reportedly had a burning smell and smoke was observed coming from the machine. The customer turned off the machine and did not attempt to use. There was no patient involvement with this event.

Manufacturer narrative:
An amo authorized field service engineer inspected the phaco machine at the customer location and determined the event was due to the sub system controller board. The board was replaced and the equipment was placed back into service. No further information is available.